Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leakage test of dialysate side was performed and a crack in the welding zone was found. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that as soon as treatment started with a polyflux 14l, an external fluid leak at the blood header was observed. The leak was not observed during priming of the set. Treatment was discontinued. The set was replaced to continue treatment and the user was in ¿good condition¿. There was no blood loss, patient injury or medical intervention associated with this event. No additional information is available.